Event description:
A small percentage of cards from vitek gps107 lot b28e were erroneously bar coded which will cause the bitek system to read and report these cards as vitek gps-105 cards instead of gps-107 cards. As a result of the different configurations and contents for the two vitek card types the following antibiotics/tests will be erroneously analyzed and potentially reported if a gps-107 card is read as a gps-105 card: amoxicillin/clavulanic acid, ampicillin/sulbactam, cefazolin, ciprofloxacin, clindamycin, erythromycin, gentamicin, gentamicin 500, levofloxacin, nitrofurantoin, oxacillin, penicillin g, rifampin, streptomycin 2000, tetracycline, trimeth/sulfa, vancomycin, and b-lactamase. This may cause false susceptible and/or false resistant results to be reported if the error is not caught when the lab reviews the results.